Event description:
It was reported that when testing the device, it would display an "abnormal energy delivered" message when attempting to deliver defibrillation energy. The defibrillation analyzer was not recognizing that proper defibrillation was being delivered. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control was able to follow up with the customer and the customer advised that the connection to the dumb relay control was disconnected. This occurred during a previous repair done by the hospital biomed. The biomed then reseated this connection and proper device operation was then observed through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control has been unable to reach the customer to follow up on the reported failure. There has been no further information provided by the customer on the reported failure. The cause of the reported failure could not be determined.